Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received a reading of 63 mg/dl on his aviva meter. A professional who tests the customer's blood sugar on a professional meter tested the customer and received a reading of 217 mg/dl. The readings were taken 10 minutes apart. No adverse event. Meter and test strips are being returned and replaced.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.